Event description:
Cine image review: the images show that there was calcification present at the lesion site in the lcx. They confirm that the physician encountered difficulties when trying to cross the lesion with the wire. It can be seen that the balloon was positioned too distal and had to be pulled back into position. The images show that the balloon was used successfully in the lcx when it was positioned distal to the area of calcification. When the physician moved the balloon proximally into the calcified region and inflated for the second time, the calcification appears to have punctured a hole in the balloon material causing a leak. The position of the leak seen in the procedural images is consistent with the position of the pinhole found on the returned device.

Event description:
It was reported that the physician was attempting to treat a highly calcified lesion using a euphora balloon. Initially the physician found it hard to cross the lesion with a wire but eventually succeeded. The physician then proceeded to advance the euphora balloon which slid straight through the diseased artery. It was reported that the device was advanced too far and had to be pulled back to position it. On the second inflation to rbp, a small bit more proximal than the first inflation, it was noted that contrast was leaking from the balloon. After this the physician proceeded to use a nc euphora balloon because he felt the lesion was calcified. The physician attributed the burst to the calcification. After the procedure a pin hole was seen on the balloon. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the device was returned with the stylette loaded which could not be removed. A 30ml syringe with 12ml of water was also returned with the device. The distal tip was undamaged. The device failed negative prep. There is a small hole located on the balloon. The device could not be inflated.

Manufacturer narrative:
Results: highly calcified lesion. Evaluation codes: highly calcified lesion. (B)(4).